Event description:
See section d, h3, h4 and h6 for updates.

Event description:
The company was made aware on (B)(6) 2021 that the patient underwent a revision surgery on (B)(6) 2021 due to high impedance.

Event description:
The company was made aware on 11/23/2021 that the patient underwent a revision surgery on (B)(6) 2021 due to high impedance.